Event description:
Pt arrived from home for replacement of the indwelling catheter. Original catheter, upon viewing via flouroscopy, was found to be in three (3) pieces and not in the correct position. Vascular surgeon was unable to retrieve all of teh catheter that was in the right atrium. An interventional radiologist retrieved catheter via femoral artery.